Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma; capsular contracture, baker grade iii. Photos of the device have been received and are awaiting analysis.

Event description:
Patient reported left side seroma. Healthcare professional additionally reported capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
Patient reported left side seroma. Healthcare professional additionally reported capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side seroma. Healthcare professional additionally reported capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.